Event description:
A hospital technician reported loss of image when a video colonoscope was used during a colonoscopy procedure. The procedure was completed with a second scope and there were no complications associated with the occurrence.